Event description:
It was reported to boston scientific corporation that a 22x60mm wallflex enteral duodenal stent was implanted within the duodenum of a patient with pancreatic cancer, during a stenting procedure on (B)(6) 2010. According to the complainant, the patient's stenosis was reported to be four centimeters in length from the cap of the duodenum to the papilla. The patient had a 10x60mm stent placed in the bile duct, prior to the reported procedure. A direct viewing duodenoscope was used in conjunction with the 22x60mm duodenal stent. There were no issues reported during the deployment of the stent on (B)(6) 2010. The patient was discharged on (B)(6) 2010. On (B)(6) 2010 the patient returned to the hospital, complaining of a stomach ache. Under fluoroscopy it was confirmed that the patient sustained a perforation in the upper middle part of the deployed stent (22x60mm). The physician could not confirm if the stent contributed to the perforation, as there is a possibility that the intestinal wall became thin. No intervention was performed, and the stent remains implanted. The physician took a wait-and-see approach and the patient is currently showing signs of improvement.

Manufacturer narrative:
Additional physician: (B)(6). (B)(4) - stomach ache. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.